Manufacturer narrative:
A product complaint was opened by the facility on 19-sept-2018 in regards to their lumenis versapulse powersuite 100w only working at reduced power (case saver mode only). On (B)(6) 2018 a lumenis service engineer arrived at the site to service the system, and found that channel 2 was not flashing. The engineer swapped the wire to the bricks between ch1 and ch2 resulting in both channels not firing. (Having two channels down would no longer allow reduced power. At this point the system was in an unusable state). Trying to get the system repaired and running, the engineer replaced a brick, and replaced the simmer board for the power supply; however the system still remained down. Due to the late hour of the evening, there were no staff for the engineer to inform of the status of the system. The following day, (B)(6) 2018, unaware of the system status the facility had already prepared a patient for a stone treatment by general anesthesia. As the system was inoperable the laser procedure was abandoned and a stent insertion was performed in place. No report of patient injury or complications was received. Although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate procedure (stent insertion) as intervention to prevent permanent damage. In an abundance of caution lumenis is reporting this malfunction.

Event description:
On (B)(6) 2018 a foreign user facility reported that after having already prepared a patient for a stone procedure, they were unable to pass the self tests with their lumenis versapulse powersuite 100w (vpps 100w) and had to abandon use of the laser. The procedure was alternatively completed by a stent insertion. No report of patient injury or complications was received.